Manufacturer narrative:
(B)(4) 2015 04:59 pm (gmt-5:00) added by (B)(4): (B)(4). CAPA analysis: this device lot has been manufactured with the addition of the retention rib to prevent the transected half of the c-ring from dislodging into the patient. During improper use, the operator may engage the c-ring with the cautery tool and transect it. CAPA (B)(4) was initiated in response to the potential for the portion of the c-ring with the attached scope wash tube to become dislodged from the cannula after the c-ring is transected. The c-ring could fall into the patient, requiring intervention to retrieve the part from the body. The CAPA remediates this risk to the patient should the operator fail to avoid engaging the c-ring with the harvesting tool. The design of the cannula has been changed to include the addition of a retention rib on the scope wash tubing, which prevents the c-ring and tubing from falling out of the cannula if the c-ring is transected. The implementation date for the changes was (B)(4) 2014. The effectiveness verification period for this CAPA concluded on (B)(4) 2015. The CAPA is deemed effective if there are no product complaints requiring retrieval of the c-ring from the patient. An analysis of c-ring transections that resulted in foreign body retrieval since the implementation date and published complaint trending reports shows that there are currently ¿0¿ complaints requiring retrieval from the body of any part of the c-ring for all products using the vv7 cannula as defined in the effectiveness verification plan. The summary of implementation is available for review in CAPA file. (B)(4) 2015 01:39 pm (gmt-5:00) added by (B)(4). (B)(4) 2015 01:32 pm (gmt-5:00) added by (B)(4). The device was returned to the factory for evaluation. Evidence of blood and signs of clinical use were observed on the cannula. The c-ring was transected. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. There were no missing components observed on the c-ring. During visual inspection using microscopy, the plastic c-ring on the cannula was observed to have been cut in half longitudinally between the flanking curved areas. Based on the condition of the device as returned, we were able to confirm the reported complaint for ¿c-ring transected by cautery tool¿. The root cause is engagement of the c-ring with the jaws on the cautery tool prior to activation of the device. ((B)(4)) this device lot has been manufactured with the addition of the retention rib to prevent the transected half of the c-ring from dislodging into the patient. Investigation date (B)(4) 2015.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring split in half but stayed attached to device. The procedure was completed with the same device. The hospital did not report any patient effects. Device was replaced to complete the procedure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring split in half but stayed attached to device. The procedure was completed with the same device. The hospital did not report any patient effects. Device was replaced to complete the procedure.